Event description:
A leak was reported at beckman coulter inc., (bci) warehouse. The cx micro-protein reagent was leaking though the cap was not loose. No injury was reported on this issue.

Manufacturer narrative:
No additional information is available.